Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleged that his aviva system has been giving high results ranging from 12-14 mmol/l for the past two weeks. The customer reported that his normal diabetes medication is twice per day, but he has been taking a 3rd dosage based on the device results. On (B)(6) 2019 the customer received a received a result of 16 mmol/l on his aviva system at 6:00 pm, the customer immediately took a 3rd/extra dosage of his diabetes medication. At 6:30 pm the patient experienced low blood glucose symptoms of sweating, dizziness, blurry vision, and was unable to stand. The customer's son immediately treated him with donuts. At 7:00 pm the patient was feel better and no longer had hypoglycemia.